Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia following a meal, with glucose values up to 318 mg/dl for approximately 3.5 to 4 hours, followed by a hypoglycemic event during a nap with a nadir of 40 mg/dl that required assistance and oral glucose. Symptoms included confusion and difficulty communicating consistent with hypoglycemia. Outcomes included urgent low glucose and time spent combating the low, without hospitalization. Investigation included review of device reports and user logs, blood glucose and symptom assessment, and troubleshooting education on managing prolonged hyperglycemia and verifying infusion site and supplies after sustained elevations. Investigation of this case revealed no confirmed device malfunction, and education was provided to check infusion site viability and perform supply changes when elevated glucose persists beyond 90 minutes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.